Event description:
The patient reported that they have never had symptom relief since implant on (B)(6) 2015. The patient had 1 program at 0.1 and increased to 1.6, feeling stimulation comfortably in all positions. The patient is also on antibiotics as the result of a uti on (B)(6) 2016. There were no device allegations related to this event. Indication for implant is urinary dysfunction/sacral nerve stimulation gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.